Event description:
Information was received from the patient that ever since she walked through a metal detector at the prison she is currently in, the magnet is not providing stimulation. The patient also had a sharp pain in her chest and neck that is a pulsating feelings from normal stimulation. The patient feels that the battery is low and needs a replacement. No additional relevant information has been received to date.

Event description:
It was reported via implant form that the patient's generator was replaced due to battery depletion and the lead was replaced due to high impedance. The high impedance was seen on the previous device on a system diagnostic test and previous lead. They tested the old lead with the new generator and the device still showed high impedance and thus the lead was replaced. The generator and lead were discarded. The high impedance has been reported in MFR. Report# 1644487-2021-00797 as it cannot be confirmed whether the high impedance existed at the time of the previously reported adverse events.

Event description:
It was reported that the patient had an increase in seizures in (B)(6) 2018. The patient's generator was disabled in 2009 per our records, however the patient's device may have been turned on since then. At the time, it was believed that the patient¿s generator was at end of service (eos), and that it was not providing therapy. It was reported by the patient that they were feeling more stimulation than normal in (B)(6) 2019. The patient had called in for help in getting a new magnet, and had mentioned that she feels more stimulation than normal. This allegation indicated that the device was not at end of service in march, and had likely been turned back on. A battery life calculation was performed for the patient, and there was only data present from the patient¿s date of implant. There were no anomalies seen. The battery life calculation does not support the patient having an increase in seizure due to end of service. Attempts for more information have been unsuccessful to date. No additional information has been received to date.